Event description:
During attempted intubation, laryngoscope light flickered and went out.

Manufacturer narrative:
(B)(4) (registered repacker/relabeler) is a distributor of the involved devices. In this case, the laryngoscope consisted of a handle supplied by (B)(4) and a blade supplied by (B)(4). (B)(6).